Manufacturer narrative:
Concomitant medical products: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter tray. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during an unknown procedure, a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter was used. The nurse indicated the blue hub cracked. To date, additional information has been requested but not provided. As reported, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information has previously been reported, is unknown or is unavailable. Device evaluation: one used damaged device returned. Biomatter in extension tubes, and on manifold, shaft, and hubs. There is a vertical crack in the blue hub that is approximately 0.5cm long. The crack is in line with the wing opposite the gate. Cavity number 2. No additional damage noted to the catheter. A leak test was performed, and the blue hub leaked at the crack. The blue lumen was not occluded. The red lumen was occluded but did not leak. The white lumen did not leak and was not occluded. All hubs are secure to the lumens. Based on the findings of the device failure analysis, it is concluded that the crack occurred along the weld line. Investigation: a document-based investigation reviewed the following: instructions for use, quality control specifications, manufacturing instructions, and documentation a review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no notable gaps in production or processing controls were noted. The lot number of the device is not known; accordingly, a review of the device history record and complaint lot search could not be conducted. The provided IFU states device description, intended use, contraindications, warnings, precautions, suggested catheter maintenance, instructions for use, and how supplied for the device. It more specifically states, " precautions. Do not re-sterilize catheter. Do not cut, trim or modify catheter or components prior to placement or intraoperatively. Catheter should not be used for long-term indwelling applications... Controlled clinical trials of spectrum and spectrum glide central venous catheters in pregnant women, pediatric and neonatal populations have not been conducted. The benefits of the use of the spectrum and spectrum glide central venous catheters should be weighed against possible risks... How supplied store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred." Risk assessment determined that risk controls are in place to mitigate this failure mode. The appropriate personnel were notified, and we will continue to monitor for similar complaints. Appropriate measures have been initiated to investigate this failure mode. Conclusion. Based on the information provided, examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.